Manufacturer narrative:
No add'l info regarding the incident was provided by maquet (B)(4) at this time. Datascope USA will file a f/u report as soon as the investigation info is available.

Event description:
The customer reported that after initiating therapy, the unit shutdown almost immediately without alarm. The customer restarted the unit and the unit started to pump. However, the pt was switched to another unit and therapy was continued. No pt injury was reported.